Manufacturer narrative:
(B)(4). The customer reported no display. The unit was evaluated on site by a philips field service engineer. It was confirmed that the power pca was faulty and needs to be replaced. A new pca was ordered to resolve the reported issue.

Event description:
The customer reported no display.